Manufacturer narrative:
Evaluation completed.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that the nkv-550 ventilator shut down during patient use with a high-pitched alarm sound and self-rebooted. During the reboot, the ventilator did not ventilate the patient. The patient's oxygen saturation decreased but recovered once the ventilator rebooted. The user reported that the patient had temporary harm with low oxygen saturation and was able to return back to baseline. The debug logs confirmed a cpu reset, and ventilation resumed within 20 seconds at the previous set settings.